Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 10/28/2024. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on 4/30/2010 and proceed was implanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, abdominal wall reconstruction and recurrent hernia repair surgery on (B)(6) 2017 during which he noted ¿after lysis of adhesions for 120 minutes, dr. Lemons removed the three failed, balled up meshes that had pulled and some pieces around the umbilicus.¿ it was reported that the patient experienced severe pain, dense adhesions, mesh detachment and removal, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.